Event description:
Customer reported: "patient received 1 box of droplet insulin syringes 31g x 8mm 0.5ml from kroger with lot number: 02107232. Patient is new to the droplet brand but has been injecting insulin for 30 years. Patient claims that several of the needles will not draw insulin. Some will draw insulin, others will not. Patient injects levemir insulin twice a day."